Event description:
Patient's medtronic linq 2 experienced false tachycardia and atrial fibrillations detects/alerts on remote monitoring several times daily after an MRI on (B)(6) 2025. Patient's linq 2 device replacement is currently in the works as medtronic's device reps previously did not disclose that the patient's linq 2 device was under the medtronic 11/2023 advisory: "a subset of medtronic linq iitm insertable cardiac monitoring systems (lnq22) potential for amplified noise (fa1368)" the device previously had false tachycardia and atrial fibrillation detects from 06/19/2024 until the linq 2 was repositioned via procedure on (B)(6) 2024. There were no more false atrial fibrillation or tachycardia detects due to noise until the patient had an MRI on (B)(6) 2025, then the false atrial fibrillation or tachycardia detects resumed.